Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned pump confirmed damage to the latch arm of the cuff lock. Although a specific cause for the initial difficulty locking the cuff lock to the apical cuff could not be conclusively determined, the subsequent damage to the latch arm would have contributed to the reported engagement issue during later attempts. Mlp-019919 was returned assembled with the pump cable intact. The cuff lock was returned in the default position (not locked). The modular cable was not returned. The sealed outflow graft and sealed outflow graft bend relief were not returned. The apical cuff was not returned. Visual inspection of the cuff lock as-returned found that the latch arm was bent up and inward, causing it to sit over the adjacent area of the lock hardware. In this position, the latch arm would have collided with the cover plate while attempting to slide the lock closed, making engagement of the lock impossible. The body of the pump, adjacent to the cuff lock, showed impressions and scraping that appeared to be due to the use of a tool while disengaging the lock. The successful first connection of the pump, marks on the pump body, and deformation of the latch arm are consistent with the latch arm being pried up and deformed during the time the pump was detached from the apical cuff. The remainder of the device appeared unremarkable. Examination of the blood-contacting surfaces found no depositions or defects. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The relevant sections of the device history records for mlp-019919 were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review found that the steps for installing the cuff lock assembly, performing cycling, and inspecting the cuff lock for damage were successfully performed. The step for the cuff lock latch engaging with a dummy apical cuff also passed. The cuff lock was inspected for damage, bends, and scratches per. No deviations from manufacturing or quality assurance specifications were observed. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), is currently available. The IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. If the slide lock mechanism on the hm3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that while in the or, engaging vad pump with apical cuff via left thoracotomy intercostal approach the surgeons were unable to engage after multiple attempts. As per the surgeons, it was determined there was a defect with the purple engagement mechanism of the vad. The vad was replaced with a new vad pump which engaged without issue. The surgeon suspected the issue was from ¿manipulating the pump in the chest which caused locking mechanism to break.¿ original apical cuff used and initial difficulty engaging pump due to limited visibility with thoracotomy approach. Pump was able to be engaged initially then was disengaged with unlock tool. Pump was then unable to be engaged the second time after multiple attempts and it was noted there was damage to purple part of locking mechanism (images were included). No known harm caused to patient as a result of pump issue.